Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that a 27 navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The patient had calcification annular to the left ventricular outflow tract (lvot) along the left coronary cusp (lcc). A pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. Following the pre-bav, the patient went into complete heart block and developed hypotension. The patient required temporary pacing throughout the procedure. The valve was implanted. The final implant depth was 0.94mm from the non-coronary cusp (ncc). Norepinephrine was administered. A trivial perivalvular leak was detected. No intervention was required. The heart block persisted. On (B)(6) 2025 a permanent pacemaker was implanted. A left basilar opacity-atelectasis was detected. No intervention was required. A pleural effusion was also detected. The patient had prolonged hospitalization for monitoring.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), heart block, hypotension, and pleural effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported hypotension appears to be related to the heart block. The reported heart block appears to be related to procedural conditions (heart block occurred after pre-balloon aortic valvuloplasty). A cause for the reported pvl could not be conclusively determined. A cause for the reported pleural effusion could not be conclusively determined. The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.